Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. During closure of the enterotomy the device was fired, but the staples were malformed. The surgeon stated they were using buttress seam guard and they may have too much of the device. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.